Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 800 mg/dl while wearing the pod between 36 and 48 hours. It was also reported that the patient received a message that the sensor and the op5 system has not received values for longer then an hour. The patient was treated with insulin drip, regular IV insulin, insulin glargine and was treated with the pod's bolus and basal. The patient was still at the hospital. The pod was worn when seeking medical attention but the pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.